Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical department from an unspecified clinical area with a note that stated, "failed to detect air in line." On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of vancosamine. No specific pt info, pump programming, or event details were provided. After an unspecified length of time the customer contact reported an unspecified volume of air in the tubing set distal to the pump with no pump alarm. Though requested, the customer declined to provide additional info, including pt outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).